Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain device information. E1- reporter phone number: (B)(6).

Event description:
It was reported patient's ipg lost communications with external devices. As a result, patient's ipg became inoperable due to patient not being to be charge the device. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.